Event description:
It was reported that this inflatable penile prosthesis stopped working due to fluid loss. All components were removed and replaced, but, upon explant, the source of the fluid loss could not be identified. There were no patient complications reported.